Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level event on 26-feb-2026. The patient's blood glucose level was treated with manual injection. No further information available.